Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and performed a leak test with bubble detector and found various system leaks. The helium tubing, high pressure union, pressure transducer and upper helium line were replaced. A 30 minute cart leak check was performed as well as a 5 minute console leak check. The iabp passed both tests. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a gas leak. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.